Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data and did not find an instrument malfunction. Quality controls were within range the three times the sample was run and no additional discordant testosterone results were obtained. The cause of falsely elevated testosterone results on the immulite 2000 instrument is unknown. The system is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant falsely elevated testosterone result was obtained on one patient sample on an immulite 2000 instrument. The sample was rerun twice on the same instrument and all the results matched. The discordant falsely elevated testosterone results were reported out to the physician(s), who sent the patient for further testing based on the results. The sample was then sent to a reference lab and the result was normal on the alternate platform. Patient results were reported to the physician(s). The patient underwent a computer assisted tomography (cat) scan and magnetic resonance imaging (MRI) due to the discordant falsely elevated testosterone results. There are no known reports of adverse health consequences due to the discordant falsely elevated testosterone results.